Event description:
It was reported that the patient was seen by a specialist and that the rash has now disappeared after being treated by antibiotics.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented to her healthcare provider due to having a rash at the implantable pulse generator (ipg) pocket site. There was no indication of an infection, but the patient said the area itches. The healthcare provider said the patient had an allergy test approximately 5 years ago and was found to be allergic to nickel. Patient is to possibly consult with an allergist as the next course of action.